Manufacturer narrative:
No product is being returned for evaluation and possibly lot # has been provided to manufacturer. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
Investigation summary: the incident products were not returned for evaluation. In the absence of the subject devices, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. The root cause remains unknown; however, excessive force may have caused the bags to break. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical has recently implemented process and inspection enhancements intended to further minimize the potential for this type of incident to occur. This document represents our final report.

Event description:
Left laparoscopic nephrectomy- "specimen was too large for complete bag closure. String was still attached to introducer when pulled to incision for retrieval. String broke as well as tore away from bag. Doctor tried 2nd bag. For retrieval, this time separated from introducer and string tore off bag again." Type of intervention- surgeon converted to open surgery. Patient status- recovering normally.